Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that following insertion the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence and mesh erosion. It was reported that the patient underwent mesh excision on (B)(6) 2003 under dr. (B)(6) at (B)(6) healthcare.